Event description:
Additional information reported indicated that the patient also experienced a return of symptoms. The neurostimulator was interrogated and no error message was found. No further explanation to the power on reset could be provided. The neurostimulator was turned back on and the patient is doing well. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was reported there was a power on reset (por) condition and the recharger display indicated the "call your doctor" icon. The cause of the por was unknown. Additional information has been requested, a follow-up report will be sent if additional information becomes available. The patient had 2 devices implanted, and it was unknown to which device the event pertained. As a result a report was filed on both. See MFR report # 3004209178-2012-01861 for the other report.

Manufacturer narrative:
(B)(4). Adaptor: model 64001, lot #n285440, implanted: (B)(6) 2011.